Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue with not being able to insufflate. For the first part of the case the system worked fine. We tried to increase the flow rate, pressure and changed the insufflation tubing, but still unable to insufflate. There was flow coming through the tubing just not getting through the vasoview system to cavity. Physician added: the issue was that I was not able to build the tunnel with the hpii while I was able with the blunt dissector. My assistant and myself tried to troubleshoot by increasing gas, verified for leaks, switch the port for gas intake but nothing worked. It seems to be at the hpii level and not at the gas output from the insufflator. The procedure was completed after replacing the system with a new one. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the cannula handle and c-ring were observed. Traces of charred tissue was observed on the jaws. The tool shaft was observed to be bent at the tip near the jaws. The black rubber coating was partly torn exposing the metal part underneath. On microscopic inspection, the heater wire on the hot jaw was observed to be bent. The silicone insulation on the jaws appeared intact with no signs of cracks nor delamination. The insufflation tube and the water tube were observed to be intact. The c-ring appears to have been slightly tainted with blood as it appears to be reddish in color. The c-ring has no visible defects. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332 due: 12/31/2018). A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2011 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed. Both analyzed failures "material twisted/bent wire" and "material twisted/bent shaft" were confirmed. The DHR for the evh tool subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Specific actions for the analyzed failure "material twisted/bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue with not being able to insufflate. For the first part of the case the system worked fine. We tried to increase the flow rate, pressure and changed the insufflation tubing, but still unable to insufflate. There was flow coming through the tubing just not getting through the vasoview system to cavity. Physician added: the issue was that I was not able to build the tunnel with the hpii while I was able with the blunt dissector. My assistant and myself tried to troubleshoot by increasing gas, verified for leaks, switch the port for gas intake but nothing worked. It seems to be at the hpii level and not at the gas output from the insufflator. The procedure was completed after replacing the system with a new one. The hospital did not report any patient effects.